Manufacturer narrative:
This complaint is being closed since after multiple attempts to retrieve the product, the product still hasn't been returned for evaluation. If and when the device in question is received, this file will be reopened and its contents made to reflect the results of the evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4).

Event description:
It was reported that the isolation on the tip has been melted.